Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 408 mg/dl, and 423 mg/dl, which was treated with a bolus delivery. Customer had symptoms of confusion and not being cognitive. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that insulin pump functioned properly and customer declined high pressure test. Customer was advised to change infusion set, reservoir and insulin and to call back should issue persist.